Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote follow-up, non-sustained rv oversensing episodes were observed. Review of the egm shows that the patient was having bigeminal pvcs that were not being sensed. The patient was called in clinic and programming changes were made. The patient was in good condition.